Event description:
Additional information received identified the patient had the scs system generator replaced, and effective stimulation therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system implantable pulse generator would not communicate with external devices. The abbott representative met with the patient and confirmed the issue. Surgical intervention would be necessary to address the issue.